Event description:
When docked, the davinci xi robot system showed a message that the fenestrated bipolar instrument had expired. On the instrument itself the use indicator still was white which indicates that the instrument still had lives on it.